Event description:
J-tip "exploded" while being administered prior to peripheral IV placement. Part of the j-tip closest to end shattered into small pieces. Medication did not work as intended. Defective j-tip given to ed pharmacist.